Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on 04/2014 due to hih blood glucose levels. Customer's blood glucose levels at the time of hospitalization 220mg/dl. It was also reported that the customer received no delivery alarms. Troubleshooting occurred. No additional information was provided.